Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment had cracks observed in the thread area. There was evidence of moisture contamination inside the battery compartment. Evidence of short battery life was observed in the pump's black box. The pump's current draws were within specifications. A leak test showed that there was a leak at the battery compartment crack. There was no evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.